Manufacturer narrative:
Additional information was received; it was reported that explant of the devices occurred post mortem and the date of explant is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 78 mm abdominal aortic aneurysm. During the index procedure, it was reported that after implanting the main bifurcated stent graft esbf2814c103ej, the left contralateral limb etlw1620c156ej and the right limb etlw1624c124ej, a minor type ia endoleak was detected by angiography. Therefore, etcf3232c49ej was additionally implanted. It was reported that during an attempt to withdraw the delivery system the distal tip got caught and although the delivery system was moved up and down, the tip could not be disengaged. The physician decided to advance the whole delivery system to just above the suprarenal stent and to dock the distal tip with the outer sheath. During the attempt, the tip was caught on the suprarenal stent, and while trying to forcibly advance the delivery system, the edge of the aortic extension seemed to be caught by the outer sheath and curled up. After that, the delivery system was removed successfully. However, it was then noted that the cuff was deformed, although dilatation was attempted with a rel46j balloon catheter, no change was seen. Other pta (percutaneous transluminal angioplasty) balloons were advanced from both sides and fully inflated by applying pressure using kissing technique; however, the shape of the cuff remained unchanged. Even though angiography showed that the aortic extension was bent around the middle, the flow to the left and right side had been maintained, and the physician judged there was no further action available. While attempting various measures, et lw1624c124ej, which was additionally implanted on the ipsilateral right side, was dislocated distally, and caused an insufficient junction. Therefore, etlw1616c82ej was additionally implanted, and after the final angiography confirmed that the type ia endoleak was resolved. Per the physician, the cause of the event was use error. It was reported that the patient expired approximately 11 days post index procedure, the primary cause of the death was reported to be from an ascending aortic dissection. The physician suspected that as the cuff was pushed upwards, blood flow inside the aortic section of the main body became turbulent which affected the ascending aorta. The physician concluded that the patient¿s death was mainly attributed to the choice of cuff size and to a procedural error. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the bifurcate was returned with the aortic cuff and contralateral limb in place. The two right limbs were returned detached from the bifurcate. Lengthwise excision cuts were seen on all components. In addition, a single bifurcate suprarenal stent was observed cut at mid-length, and one (1) of the aortic cuff suprarenal stent attachments had been torn/cut away from the proximal margin of the cuff. A 0.44mm² area of weave separation was also seen near ring 2 of the cuff, possibly caused by efforts to remove the caught cuff delivery system. No other stent graft integrity issues were seen, and analysis of the returned devices did not reveal any stent graft characteristics or anomalies that could explain the reported event. Details of the patient¿s anatomy is unknown, films during implant were not available and assessment of the events could not be performed, and post-implant CT¿s were also not available for evaluation of the stent graft in-vivo configuration after implant. From the examination of the returned devices and clinical information provided the exact cause of the events could not be determined. Since the reported proximal type I endoleak resolved after implanting a larger diameter aortic cuff, the type ia endoleak may have been anatomy related or caused by insufficient radial seal due to an undersized bifurcate. The cause of the delivery system removal difficulties, as noted by the physician, appears likely due to a procedural error caused by removal while a gap was present between the outer sheath and tip, as well as selection of the 32mm diameter cuff. Procedural issues may have also contributed to the type a dissection and patient¿s death which occurred between 1 ¿ 5 days post-implant. Date of death - date is approximate, month and year valid only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.